Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during a lobectomy procedure. The staples did not form properly. Tghe surgeon manually sutured to complete the procedure. No pt injury was reported.